Event description:
It was reported that, during an in-clinic follow-up, episodes of increased pacing and defibrillation impedance were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.